Event description:
The pt received two trial leads from the same lot number. It was reported the pt felt no stimulation during the procedure and the diagnostic results showed invalid impedance on the first lead placed. The physician tried another lead but had the same results. Thus, the procedure was abandoned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.